Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: h6: type of investigation was added: 4109 and 10. H6: investigation findings was added: 213. H6: investigation conclusions was added: 4310. The reported device was received for evaluation. The reported condition of a loosened screw was not confirmed. Visual evaluation of the as returned screw identified signs of wear on the body, around the threads and hex due to usage. Functional testing was performed using an in-house implant and the devices were able to assemble and disassemble as normal DHR review could not be performed since the lot number was unknown. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number was performed for similar events and no complaint related to nonconforming products was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not available.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reported that an iunihg screw loosened in the patient's mouth in tooth #18.